Manufacturer narrative:
Pump passed displacement test, prime/a33 test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer blood glucose level was 143 mg/dl. Customer was able to complete pump rewind. Customer did not report motor position encoder error alarm and drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.